Manufacturer narrative:
A steris field service technician arrived onsite, inspected the system, and identified the proximity sensors required adjustment. Additionally, the user facility confirmed that operators had been reaching into the unit in order to dislodge the baskets. The technician adjusted the proximity sensors, tested the functionality of the conveyor system, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported. The operator manual for the scs automated conveyor states, "warning - personal injury and/or equipment damage hazard: do not remove basket before unloading sequence is completed. Pulling basket out of wash chamber too soon will cause basket jam and may result in personal injury. Wait until washer door starts to close and basket is stopped at final position before removing basket." Also, "warning - personal injury hazard: risk of crushing or pinching fingers or hands. Keep hands away from any moving part or baskets. Baskets, rollers, feed-in cylinders and feed-out cylinders can start in motion at any time during operation." "In case of an emergency situation involving conveyors interfaced with a reliance/hamo synergy or reliance/ hamo genfore washer, depressurize scs load/unload conveyors by pressing emergency stop pushbutton on washer." Steris will review the operator manual warnings with the user facility to ensure proper use and operation of the conveyor system.

Event description:
The user facility reported that baskets on their scs automated conveyor were becoming stuck and required operator intervention to ensure the baskets move down the conveyor. No report of injury.